Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation has been completed by an orthalign engineer. The navigation unit passes all testing without issue. The complaint was confirmed but the behavior was not reproducable by the orthalign engineer and therefore, root cause cannot be established. Additional information was requested in an attempt to make a definitive assessment, but none was received. Orthalign will continue to monitor this issue and take action when alert limits are excceded.

Event description:
The surgeon failed to complete femoral registration many times. Finally, he could complete it somehow, however the alignment was improper. As a result, the surgery was completed with conventional investments.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investaion, but has not been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundane of caution and with an understanding of the patient harm that could be caused by device inaccuracy.